Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted there were error(s) 319, which pointed to the system's universal surgical manipulator (usm) 4. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. The usm was returned to isi for failure analysis (fa). Fa investigation confirmed and replicated the reported problem, "non-recoverable fault, 319 error." The unit was tested on an in-house system and passed normal mode without a error. On the patient side cart fixture test platform (pftp), the unit failed the fiber test. Fa noted the error 319 pointed towards the field replaceable units connector pogo-pin (fcp) printed circuit assembly (pca). Fa also noted the fcp pca springs were damaged/deformed. After replacing the fcp pca with a test one, the unit passed pftp tests. Additionally, the unit passed the direction test, carriage lissajous, sensor check, sine cycle, brake test, carriage switches, fan test and fiber test.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called to report that they were getting repeated non-recoverable faults, error 307. Prior to call, the customer tried to hard power-cycle the system with no change. The customer stated there were no other da vinci systems available at the site, at that time. An isi technical support engineer (tse) walked the customer through two (2) hard power-cycles of the patient side cart (psc) with no change. The system powered up with error 319 for the system¿s universal surgical manipulator (usm) 4. The tse recommended disabling the usm and confirming with the surgeon that the case could be completed with only three (3) usm arms. The customer stated that they converted to laparoscopic surgery and had no further cases scheduled for this system, for the day. The customer converted the case to laparoscopic and completed it with no report of patient harm, injury, or adverse outcome.